Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 13, 2020, the two (2) synframe half rings will not stay connected as both have a stripped inner thread where the screw connects to hold the ring together and no longer engage due to general wear and tear from usage. The issue was discovered during a routine inspection in the sterile processing department (spd). There were no patient and surgical involvement. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d8. H3, h6: part: 387.337 (50131166). Lot: 3315089. Manufacturing site: hägendorf. Release to warehouse date: february 05, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service and repair evaluation the customer reported that the synframe rings will not stay connected as the inner threads where the screw connects to hold the ring together are stripped and no longer engage. The repair technician reported hex screw was damaged. Screw head damage is the reason for repair. The damage may have caused the device to not stay connected. The cause of the issue is unknown. The following parts were replaced: hex screw. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer. No design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of another reported device and is already captured on report 2939274-2020-01766.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found to be a duplicate of another reported device and is already captured on report 2939274-2020-01766. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.